Event description:
On 31 mar 2025, an email was received from a johnson and johnson employee who advised a patient (pt) in (B)(6) experienced redness ¿that persisted for about one week¿ and experienced itching in both eyes (ou) while wearing acuvue® abiliti¿ overnight brand contact lenses (cls). The pt received ¿general ocular antibiotics from an online gp¿ and experienced stinging upon application. The pt was seen by the prescribing eye care provider (ecp) who performed a slit lamp examination which ¿revealed corneal staining around the limbal margin, and a nodular bump.¿ the pt was then seen by an eye doctor who diagnosed phylctenular keratoconjunctivitis and treated with tobradex, no additional treatment details were provided. The pt reported to be responding well to treatment. The pt was advised to discontinue cl wear. On (B)(6) 2025, the prescribing ecp provided additional information. In (B)(6) 2025, the pt experienced ou redness and stinging sensation after wearing the suspect lenses for the right eye (od) and the left eye (os) and after removal of the suspect cls, the eyes were ¿not getting better.¿ the ecp advised that the od was more affected than the os. The ecp confirmed that the pt was diagnosed with marginal phlyctenular keratoconjunctivitis by the pt¿s treating doctor. The ecp did not have the medical report from the pt and could not confirm the dosage of tobradex prescribed to the pt. On (B)(6) 2025, the johnson and johnson employee provided additional information from the prescribing ecp. The pt reported redness and mild itchiness that persisted for about 1 week prior to seeking medical attention (from (B)(6) 2025 to (B)(6) 2025). On (B)(6) 2025, a slit lamp exam revealed staining around the limbal margin and a nodular bump. Prior to the exam, the pt¿s parent received ¿general ocular antibiotics from an online physician¿ (date not provided). The pt reported a ¿stinging sensation with application¿. The ecp advised the pt to discontinue cl wear and recommended ¿monitoring for another day before seeing an eye doctor.¿ on (B)(6) 2025, the pt was diagnosed with phlyctenular keratoconjunctivitis and is responding well to the tobradex (unspecified dosage and frequency). On follow-up at the ecp¿s office ¿yesterday¿, the ecp advised the pt to continue with no cl wear until ¿full recovery¿. The pt presented with ¿od redness occurred at limbal, nodular swelling at 3 o¿clock, os redness occurred at limbal, moderate staining.¿ the event date was reported as (B)(6) 2025. On (B)(6) 2025, the ecp advised that the lot numbers for the od and os suspect products are unknown. The suspect products were returned to the manufacturer for evaluation. On (B)(6) 2025, the ecp provided additional information. The ecp advised ¿after pt used eye drop pt eye is okay¿. The pt ¿is already using lenses and have not reported any new issue with the lenses.¿ the ecp reported the pt was giveneye drops by the optometrist and no additional details on the treatment is known. No additional medical information has been received. No additional information is expected. This report is for the pt¿s os event. A separate report for the pt¿s od event will be submitted. If any further relevant information is received, a supplemental report will be filed, as appropriate.